Manufacturer narrative:
(B)(6). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that the heartstart mrx defibrillator shutdown unexpectedly and therefore the users were unable to deliver shocks. The customer indicated that there was some impact to the involved patient, however, they have not yet specified the nature of that impact nor any clinical event details.